Manufacturer narrative:
Continued h.6 (health effect - impact code 1): f15 recognised device or procedural complication. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reports patient was diagnosed with rupture (unknown diagnostic test) and "began to feel very unwell with a multiplicity of problems to include heart palpitations, vision distortion, digestive issues, loss of taste and smell and joint pain" patient "additionally encountered fluctuating mental issues which the patient asserts arise due to toxic effects from the implants". Device has been explanted and replaced. This relates to the right device.